Event description:
Pt had a fem-fem bypass procedure in the past. Physician had planned an aortouni-illac configuration and placement of a main body graft as an extension in the iliac leg. Anatomical conditions included a very diseased, irregular shaped aortic neck, with continuing thrombus throughout the vessel. Pt had a very large aneurysm that extended into the common iliac artery. Upon viewing the aneurysm before placement of the leg graft, the physician decided to extend the graft further down and land in the external iliac artery, where the vessel was non-aneurysmal. Prior to placement of the leg graft, the pt's right hypogastric was sewn shut at the origin and then moved down and attached to the good vessel in the external iliac artery. The iliac leg graft was placed distal to the initial iliac leg graft and telescoped up inside the initial leg graft, ensuring a safety margin for change in the morphology of the aneurysm, while also landing the graft in a good vessel. Post angiogram noted left renal artery occlusion. Physician attempted to cannulate the vessel but was unsuccessful. The endovascular main body graft had not occluded the renal artery, but it appeared that plaque had been pushed upward into the orifice of the artery, and had lodged inside the vesse. Final angiogram noted a good seal of the aneurysm and a patent right renal artery.